Event description:
The defibrillator charged in a pt defibrillation attempt, but reportedly the charge was dumped, with no energy delivered to the pt.

Manufacturer narrative:
The local factory service rep examined the device and observed proper operation, through full performance and functional testing. The device was returned to the factory for evaluation. Proper operation was observed during this additional evaluation. The device will be returned to the facility for use.